Manufacturer narrative:
The device evaluation was completed for the reported "air in line sensor defective". A device history review revealed no issues that could have caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was verified through the event history log as reload set alarms. Evaluation reproduced the reported symptom while attempting to run an infusion. Upstream sensor was to be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted. The received date was updated to the correct date.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a defective "air in line sensor". It was also reported there was no patient injury.